Event description:
The following product problems was found. There are no injury reports received. For e. Cam and symbia e systems that have had either the motor assembly or motor replaced, the possibility exists that the radial drive shaft gear may have been replaced incorrectly. The detector must be positioned above/obliquely around the pt without clearance to remove the pt by pulling the pts out when a failure occurs. Removing the pt prevents injury. The probability is limited to those systems that have had the motor assembly or motor replaced in the field and that when the replacement occurred, the svc engineer replaced the radial drive shaft gear backwards. Systems that have not had the radial drive shaft gear replaced in the field are not affected. The radial drive shaft gear assembly is correct in mfg.

Manufacturer narrative:
Affected model numbers: 04380221, 05242826, 05977066, 05977074, 05984005, 05989079, 05989087, 05989095, 05991109, 05991117, 05992099, 07324119, 07324135, 07324143, 07324150, 07760809, 07760932, 07761161, 07823946, 07823953, 07823979, 10151531, 10151532, 10275879, 10413009, 10520745. There are three (3) applicable 510 (k): e.cam: k992731, symbia e single/dual: k0782506, k082506.